Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient's implant hadn't been effective for their extreme pain between their lower back and the top of their feet since the end of (B)(6) 2016. The patient explained they had done everything possible regarding adjustments. Their healthcare provider had suggested they see a neurosurgeon. Follow-up for additional information is being conducted.